Event description:
It was reported that the patient is able to successfully communicate with the neurostimulator; however, stimulation will come on for a short period of time, then shut off. Replacing batteries in the transmitter did not resolve the issue. A replacement transmitter and antenna were issued to the patient. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.